Event description:
Site reported they had trouble loading a planning file for a case. The superdimension portion of the case was cancelled and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
Site has not sent in the CT scan for evaluation. Superdimension is filing this MDR out of an abundance of caution due to the risks associated with multiple exposures to anesthesia.